Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and correction bolus via the pump. Customer did not require help from third party. Customer changed infusion set and cartridge. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.